Event description:
Report rec'd of drifting pressure values. Reported that pre-insertion (cardiac catheterization), monitor appeared to zero correctly, then when hooked up, would start to drift after a while. Registered false elevated blood pressure readings for which pt was given procardia. No pt harm reported, blood pressure remained stable.

Manufacturer narrative:
The transducers were evaluated and attached to a physio-control monitor where specifications for product release were met. A foreign substance was visible on one unit's electrical connector, indicating that either the connectoritself, or the phone jack on the reusable cable had come in contact with fluid. This most likely caused the unit to perform improperly of give inaccurate readings during use.